Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did exhibit a fault code for not charging the capacitor after 45 seconds. The patient had had many episodes on one day of ventricular tachycardia and ventricular fibrillation which the device would detect and charge in response to but would then divert due to the fault code. There was a noticeable decrease in rv wave amplitude from 10-13 to now in the 2mv range. The device was now at elective replacement indicator (eri), possibly end of life (eol) due to the appropriate detection and multiple diverted shocks. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
The boston scientific technical services consultant recommended that the device be changed out immediately and that the patient be considered unprotected. The consultant could not speculate on what the failure was that lead to the inability to charge, and recommended the device be returned for analysis. To date, this medical device has not yet been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.